Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a staphylococcal infection at the implant site and subsequently underwent a surgical procedure in 2014 (specific date not reported) to clear blood from the implant site. The patient underwent two different procedures, the first on (B)(6) 2015 and the second on (B)(6) (specific date not reported), to drain a haematoma at the implant site. The implanted device remains.